Manufacturer narrative:
Our fse (field service engineer) was on site and replaced the malfunctioning control printed circuit board (pcb). However the retrieved logs were taken after the pcb replacement therefore logs do not contain any relevant information to the event. The replaced part discarded by the customer and we do not know which technical error was generated during the event since the logs do not contain this information.due to lack of information, the root cause of the reported event cannot be found.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated a technical error. The patient involvement is unknown.